Manufacturer narrative:
(B)(4). Model #/lot #, date received by MFR, and if follow-up, what type? Were updated based on the identification of the UDI number.

Manufacturer narrative:
The product was returned with the foil pouch, one of the inner tyvek pouches and the product. When the tyvek pouch and product was removed from the foil pouch it was seen that there was blood on the post. The lactosorb rapid flap that was returned is potentially biohazardous (patient tissue/blood on the post) and therefore cannot be removed from the bag. A visual evaluation was performed through the bag. Visual evaluation shows that there is blood on the post as well as the implant. Due to the biohazardous state of the implant it could not be removed from the bag for further inspection and functional testing; therefore, the complaint cannot be verified. The most likely cause of this complaint cannot be determined due to the biohazardous condition of the rapid flap. There are no indications of a manufacturing defect.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the clamp could not be fixed. Additional information was requested but has not been received at this time.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.

Event description:
Additional details were provided on feb. 17, 2017; it was reported the surgeon was unable to tighten the device. Another device of the same part number was used to complete the surgery. There was no delay and no injury to the patient.